Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2013. The patient experienced vaginal mesh extrusion through the vaginal skin at the left sulcus. The patient experienced post op voiding dysfunction. The mesh was divided in 2013. In 2014, vaginal mesh extrusion was noted. The patient underwent a procedure for a 2 cm excision of the extruded vaginal mesh. Additional information has been requested.